Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level displayed as ¿high¿ on meter, with specific value unknown. Customer corrected high blood glucose with injection using multiple daily injections, customer changed infusion set and cartridge and resumed insulin delivery.